Event description:
A malfunction was reported on the customer's pump, with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.